Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control low was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter and test strips passed all testing with no faults found. The products were found to work properly. Pa evaluated the control solution on (B)(4) 2012 with the following finding: the primary complaint was not confirmed however, the control solution was found to have high glucose content. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.